Manufacturer narrative:
The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh jan- 2016 - jan- 2019 trending graph. Adverse events for burns show peaks in november 2018 thru january 2019. Thermacare burn rate surveillance was included in management review on 23-jan-2019. In the most recent 6 month period (jun-dec 2018), the burn cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm.

Event description:
Event verbatim [preferred term] second-degree burns [burns second degree] , wounds [wound] , still has scars on her low back [scar] , applied the product directly to her skin/did not check her skin frequently while using thermacare heatwrap till it started burning [device use error] , . Case narrative:this is a spontaneous report from a contactable lawyer by way of claim letter and medical records. A 51-year-old female plaintiff received thermacare heatwrap (thermacare heatwrap) from 14may2018 for unknown indication. The medical history and concomitant medications were not reported. The plaintiff purchased the thermacare product on 14may2018. The plaintiff applied the heat wrap as indicated by the directions located on the product's packaging. As a result of her use of the heat wrap product, the plaintiff suffered second-degree burns on her low back where the heat wrap product was applied on 14may2018. The plaintiff used thermacare heatwrap 5 hours in one day. She used thermacare heatwrap 1 day. She did not leave the product on while she was asleep. She applied the product directly to his skin. Skin was not damaged or broken prior to usage of thermacare heatwrap. The area was not bruised or swelled 48 hours prior to usage of thermacare heatwrap. She did not check her skin frequently while using thermacare heatwrap till it started burning. Once she felt burning, she took it off. Thermacare heatwrap was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, blisters developed. She did not continue using the product. She was not under the care of a medical doctor right now. She was diagnosed as 2nd degree burns. Treatment received included cream which was applied on burned area. She expected 2 months to continue treatment. She did not consult his primary physician prior to usage of thermacare. She sought emergency medical treatment on two separate occasions due to the pain and injuries from the burns. Her low back received severe burns, and she stated that immediately after using the product she experienced pain on 14may2018. The plaintiff visited emergency department for wound check and would pain on back on 24may2018. The medical records from (hospital name) clearly showed that the plaintiff had wounds, second-degree burns, and still has scars on her low back. She south sought emergency medical treatment after her pain continued over the following days after the use of the heat wrap. Emergency documentation was provided. Vital signs included on 24may2018 0:12, temperature oral was 36.3 degc, peripheral pulse rate was 90 bpm, respiratory rate was 17 br/min, systolic blood pressure was 120 mmhg, diastolic blood pressure was 71 mmhg, spo2: 99%. Oxygen therapy included room air. The plaintiff was prescribed augmentin 500 mg-125 mg oral tablet: 1 tab(s), oral, q8hrs, for 10 day(s), 30 tab(s), 0 refill(s); silvadene 1% topical cream: 1 application, topical, bid, 85 gram(s), 0 refill(s); ibuprofen 600 mg oral tablet: 600 mg, 1 tab(s), oral, q8hrs, 30 tab(s), 0 refill(s); ibuprofen 800 mg oral tablet: 800 mg, 1 tab(s), oral, q8hrs, 30 tab(s). Plaintiff presented with 2nd degree burns to back after using thermacare product on lumbar region one week ago. Here for wound check. Was given silvadene cream to use but had not used it because she said the blisters had not broken open yet. Denies any fevers/chills/pain was intermittent stinging and tender, worse when something touches the area. The age of the wound was 1 weeks. Compliance with treatment none. The etiology of the wound was burn. Foreign body concern none. Fever was negative. Pain was mild. Drainage was negative. Physical examination included general appearance was mild distress. Examination of wound healing: appropriate to wound age. Focal neurologic signs: negative. Description of wound: multiple areas of oval shaped blisters that have broken open, no signs of infection, no redness, swelling, drainage. Since the condition was stable, she was sent home. Her skin colour was normal for ethnicity. Her skin was dry. Her skin temperature was warm. Her appearance was attire appropriate. Her eye contact was normal. Primary pain location was lower back. Primary pain time pattern was acute. Primary pain intensity was 7. The action taken for thermacare heatwrap was permanently discontinued on an unspecified date. At the time of reporting, the event outcome was unknown. According to the product quality complaint group: the root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh (B)(6) 2016 (B)(6) 2019 trending graph. Adverse events for burns show peaks in november 2018 thru (B)(6) 2019. Thermacare burn rate surveillance was included in management review on (B)(6) 2019. In the most recent 6 month period (jun-dec 2018), the burn cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. Follow-up (19feb2019): new information received from a contactable lawyer by way of claim letter and medical records included: suspect product data (start date, action taken), events onset date, new event (applied the product directly to his skin/did not check her skin frequently while using thermacare heatwrap till it started burning), lab data and treatment received. Follow-up (20feb2019): new information received from product quality complaint group includes investigation results.

Event description:
Event verbatim [preferred term] second-degree burns [burns second degree] , wounds [wound] , still has scars on her low back [scar] , applied the product directly to her skin/did not check her skin frequently while using thermacare heatwrap till it started burning [device use error] , . Case narrative:this is a spontaneous report from a contactable lawyer by way of claim letter and medical records. A 51-year-old female plaintiff received thermacare heatwrap (thermacare heatwrap) from (B)(6) 2018 for unknown indication. The medical history included acute gastritis, constipation, urinary tract infection, pyelonephritis, c-section, gsw to abdominal with lap, used alcohol occasionally, used tobacco products regulary, smoked: 5 packs per day, for the last 30 years. Concomitant medications were not reported. The plaintiff purchased the thermacare product on (B)(6) 2018. The plaintiff applied the heat wrap as indicated by the directions located on the product's packaging. As a result of her use of the heat wrap product, the plaintiff suffered second-degree burns on her low back where the heat wrap product was applied on (B)(6) 2018. The plaintiff used thermacare heatwrap 5 hours in one day. She used thermacare heatwrap 1 day. She did not leave the product on while she was asleep. She applied the product directly to his skin. Skin was not damaged or broken prior to usage of thermacare heatwrap. The area was not bruised or swelled 48 hours prior to usage of thermacare heatwrap. She did not check her skin frequently while using thermacare heatwrap till it started burning. Once she felt burning, she took it off. Thermacare heatwrap was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, blisters developed. She did not continue using the product. She was not under the care of a medical doctor right now. She was diagnosed as 2nd degree burns. Treatment received included cream which was applied on burned area. She expected 2 months to continue treatment. She did not consult his primary physician prior to usage of thermacare. She sought emergency medical treatment on two separate occasions due to the pain and injuries from the burns. Her low back received severe burns, and she stated that immediately after using the product she experienced pain on (B)(6) 2018. The plaintiff visited emergency department for wound check and would pain on back on (B)(6) 2018. The medical records from (hospital name) clearly showed that the plaintiff had wounds, second-degree burns, and still has scars on her low back. She south sought emergency medical treatment after her pain continued over the following days after the use of the heat wrap. Emergency documentation was provided. Vital signs included on (B)(6) 2018 0:12, temperature oral was 36.3 degc, peripheral pulse rate was 90 bpm, respiratory rate was 17 br/min, systolic blood pressure was 120 mmhg, diastolic blood pressure was 71 mmhg, spo2: 99%. Oxygen therapy included room air. The plaintiff was prescribed augmentin 500 mg-125 mg oral tablet: 1 tab(s), oral, q8hrs, for 10 day(s), 30 tab(s), 0 refill(s); silvadene 1% topical cream: 1 application, topical, bid, 85 gram(s), 0 refill(s); ibuprofen 600 mg oral tablet: 600 mg, 1 tab(s), oral, q8hrs, 30 tab(s), 0 refill(s); ibuprofen 800 mg oral tablet: 800 mg, 1 tab(s), oral, q8hrs, 30 tab(s). Plaintiff presented with 2nd degree burns to back after using thermacare product on lumbar region one week ago. Here for wound check. Was given silvadene cream to use but had not used it because she said the blisters had not broken open yet. Denies any fevers/chills/pain was intermittent stinging and tender, worse when something touches the area. The age of the wound was 1 weeks. Compliance with treatment none. The etiology of the wound was burn. Foreign body concern none. Fever was negative. Pain was mild. Drainage was negative. Physical examination included general appearance was mild distress. Examination of wound healing: appropriate to wound age. Focal neurologic signs: negative. Description of wound: multiple areas of oval shaped blisters that have broken open, no signs of infection, no redness, swelling, drainage. Since the condition was stable, she was sent home. Her skin colour was normal for ethnicity. Her skin was dry. Her skin temperature was warm. Her appearance was attire appropriate. Her eye contact was normal. Primary pain location was lower back. Primary pain time pattern was acute. Primary pain intensity was 7. According to the emergency room visit on (B)(6) 2018: the patient was diagnosed with pyelonephritis, acute; superficial partical thickness burn of buttock. The patient presented with abdominal pain. During lasting 5 days, the onset was gradual. The course was constant. The location of pain upon onset was the left upper quadrant and the left lower quadrant. The present location of pain is the left upper quadrant and the left lower quadrant. Radiating pain: bilateral back. The quality is moderate, aching and sharp. The exacerbating factor is negative. The mitigating factor is position. Prior abdominal problem: none. The risk factor is negative. She reported urinary frequency but no dysuria or hematuria. She had had chills and generalized bodyaches. Pt stated she was also using a heating pad on her back to try to help with the abdominal pain but it cause a burn to her low back last night. Constitutional symptoms: fever, chills, malaise, general weakness. Oral intake: decreased appetite. Bowel movements: within normal limits. Genitourinary symptoms: urinary frequency. Skin symptoms: burn. Musculoskeletal symptoms: muscle pain. The patient was diagnosed with acute gastritis, constipation, urinary tract infection, pyelonephritis. The patient with fever, abdominal and back pain, as well as, a burn to her low back from a heating pad. Labs obtained and are consistent with pyelonephritis. IV ceftriaxone given. Superficial partial thickness burn treated with silvadene. The patient was improved. The patient stated left lower quadrant pain since wednesday. Patient stated chills as well with nausea. No vomiting or diarrhea. Patient stated urinary frequency. Patient had blisters to lower back after apply otc heating pads. Blisters intact with redness noted. Gauze dressing applied. The patient was prescribed ibuprofen, amoxicillin-clavulanate (augmentin 500 mg - 125 mg oral tablet), silver suladiazine topical (silvadene 1% topical cream), acetaminophen (tylenol), ceftriaxone IV. Vital signs on (B)(6) 2018 included blood pressure 70mmhg (triage) and 69mmhg (latest), temperature oral 38.6 degc, peripheral pulse rate 122 bpm, respiratory rate 19 br/min, systolic blood pressure 115 mmhg, diastolic blood pressure 70 mmhg, oxygen therapy: room air, spo2: 98%, clinical weight: 91kg, weight estimated: 91 kg. Physical examination: general appearance: no acute distress. Skin: warm. Dry. No pallor. Eye: pupils equal, round, and reactive to light. Normal conjuctiva. Ears, nose, mouth and throat: oral mucosa moist. Neck: supple. Heart: regular rate and rhythm, normal s1&s2, no extra heart sounds. Respiratory: lungs clear to auscultation bilaterally. Respirations nonlabored. Abdominal: soft. Non distended. Luq tenderness. No rebound or guarding. Back: normal alignment. Splotchy areas of erythema with intact blisters to low back. Extremity: normal range of motion. Neurological: alert and oriented times 3. No focal neuro deficits. Lab data included lipase: 19 unit/l, lactic acid 1.3 mmol/l, ua color: yellow, ua appear: s1cloudy, ua glucose:negative, ua bili: negative, ua ketones: negative, ua spec grav: 1.01, ua blood: large, ua ph: 7.0, ua protein: 2+, ua wbc: 51-100/hpf, ua rbc: 26-50/hpf, ua bacteria: few/hpf, ua squam epithelial: 0-4 /hpf, wbc: 9.3x103/mcl, rbc: 4.4 x106/mcl, hgb 12.6 gm/dl, hct 37.2%, mch 29 pg, mchc 34.0 gm/dl, mcv 84 fl, rdw 15.2%, platelet 49x103/mcl low, mpv 8.6 fl, neut% 77.1% hi, lymph% 12.0 low, mono% 10.6% hi, eos% 0.1%, baso% 0.2%, neut abs 7.2 x103/mcl, lymph abs 1.1 x103/mcl low, mono abs 1.0x103/ mcl, eos abs 0.0x103/ mcl, eos abs, baso abs 0.0x103/ mcl, glucose 134 mg/dl hi, bun 8mg/dl, creatinine 0.84 mg/dl, bun/creat ratio 10 ratio, gfr >60 ml/min/1.73 m2, gfr (af am): >60 ml/min/1.73 m2, calcium 9.3 mg/dl, sodium 135 mmol/l, potassium 3.4 mmol/l low, chloride 100 mmol/l, co2 25 mmol/l, agap 10 mmol/l, alk phos 59.0 unit/l, bili total 0.60 mg/dl, albumin lv1 3.6gm/dl, total protein 6.9 gm/dl, globulin 3.3 gm/dl, a/g ratio 1.1 ratio, alt 18 unit/l, ast 16 unit/l. The action taken for thermacare heatwrap was permanently discontinued on an unspecified date. The event outcome was unknown. Product quality complaint group provided following investigation result: manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of ae for lbh products. Ae for burns show peaks in nov2018 thru jan2019. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun-dec2018), the burn cases/million wraps continues to be very stable at (B)(4). No trend; the burn rate is within ppm. As of 08apr2019, according to the pqc group: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Scope: date contacted: 01jan2016 to 31jan2019. External cause investigation complaint sub class: ae safety request for investigation. The (B)(4). There were no complaints confirmed to have a manufacturing process root cause for a complaint of ae safety request for investigation. There is no further action required. The data did not show an increase over time (36 months). Subsequently it was reported on 08apr2019, sample information was not available. Preliminary confirmation status: not confirmed, and root cause category (tier 1): non-assignable (complaint not confirmed). Followings were answered no for further investigation required? Process related? Complaint confirmed? Design related? Notify safety? Regulatory impact, product quality impact, stability impact: no. Market / clinical impact, and sqrt review required? Aqrt review required?. Final confirmation status: not confirmed. Follow-up (19feb2019): new information received from a contactable lawyer by way of claim letter and medical records included: suspect product data (start date, action taken), events onset date, new event (applied the product directly to his skin/did not check her skin frequently while using thermacare heatwrap till it started burning), lab data and treatment received. Follow-up (20feb2019): new information received from product quality complaint group includes investigation results. Follow-up (03apr2019 and 08apr2019): new information received from a contactable lawyer by way of claim letter and medical records included: medical history, lab data and treatment received. New information received from product quality complaint group includes investigation results. Follow-up (08apr2019): new information received from product quality complaint group includes additional investigation summary.

Manufacturer narrative:
Manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of ae for lbh products. Ae for burns show peaks in nov2018 thru jan2019. Thermacare burn rate surveillance was included in management review on 23jan2019. (B)(4). No trend; the burn rate is within ppm. As of 08apr2019, according to the pqc group: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Scope: date contacted: 01jan2016 to 31jan2019. External cause investigation complaint sub class: ae safety request for investigation. (B)(4). There were no complaints confirmed to have a manufacturing process root cause for a complaint of ae safety request for investigation. There is no further action required. The data did not show an increase over time (36 months). Subsequently it was reported on 08apr2019, sample information was not available. Preliminary confirmation status: not confirmed, and root cause category (tier 1): non-assignable (complaint not confirmed). Followings were answered no for further investigation required? Process related? Complaint confirmed? Design related? Notify safety? Regulatory impact, product quality impact, stability impact: no. Market / clinical impact, and sqrt review required? Aqrt review required?. Final confirmation status: not confirmed.

Manufacturer narrative:
The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh jan- 2016 - jan- 2019 trending graph. Adverse events for burns show peaks in november 2018 thru january 2019. Thermacare burn rate surveillance was included in management review on 23-jan-2019. (B)(4). An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 1/01/2016 through 1/31/2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. (B)(4). There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for lbh products. There is no further action required. Based on this pcom search for the subclass of adverse event safety request for investigation for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass a.

Event description:
Event verbatim [preferred term] second-degree burns [burns second degree] , wounds [wound] , still has scars on her low back [scar] , applied the product directly to her skin/did not check her skin frequently while using thermacare heatwrap till it started burning [device use error] , . Case narrative:this is a spontaneous report from a contactable lawyer by way of claim letter and medical records. A 51-year-old female plaintiff received thermacare heatwrap (thermacare heatwrap) from (B)(6) 2018 for unknown indication. The medical history included acute gastritis, constipation, urinary tract infection, pyelonephritis, c-section, gsw to abdominal with lap, used alcohol occasionally, used tobacco products regulary, smoked: 5 packs per day, for the last 30 years. Concomitant medications were not reported. The plaintiff purchased the thermacare product on (B)(6) 2018. The plaintiff applied the heat wrap as indicated by the directions located on the product's packaging. As a result of her use of the heat wrap product, the plaintiff suffered second-degree burns on her low back where the heat wrap product was applied on (B)(6) 2018. The plaintiff used thermacare heatwrap 5 hours in one day. She used thermacare heatwrap 1 day. She did not leave the product on while she was asleep. She applied the product directly to his skin. Skin was not damaged or broken prior to usage of thermacare heatwrap. The area was not bruised or swelled 48 hours prior to usage of thermacare heatwrap. She did not check her skin frequently while using thermacare heatwrap till it started burning. Once she felt burning, she took it off. Thermacare heatwrap was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, blisters developed. She did not continue using the product. She was not under the care of a medical doctor right now. She was diagnosed as 2nd degree burns. Treatment received included cream which was applied on burned area. She expected 2 months to continue treatment. She did not consult his primary physician prior to usage of thermacare. She sought emergency medical treatment on two separate occasions due to the pain and injuries from the burns. Her low back received severe burns, and she stated that immediately after using the product she experienced pain on (B)(6) 2018. The plaintiff visited emergency department for wound check and would pain on back on (B)(6) 2018. The medical records from (hospital name) clearly showed that the plaintiff had wounds, second-degree burns, and still has scars on her low back. She south sought emergency medical treatment after her pain continued over the following days after the use of the heat wrap. Emergency documentation was provided. Vital signs included on (B)(6) 2018 0:12, temperature oral was 36.3 degc, peripheral pulse rate was 90 bpm, respiratory rate was 17 br/min, systolic blood pressure was 120 mmhg, diastolic blood pressure was 71 mmhg, spo2: 99%. Oxygen therapy included room air. The plaintiff was prescribed augmentin 500 mg-125 mg oral tablet: 1 tab(s), oral, q8hrs, for 10 day(s), 30 tab(s), 0 refill(s); silvadene 1% topical cream: 1 application, topical, bid, 85 gram(s), 0 refill(s); ibuprofen 600 mg oral tablet: 600 mg, 1 tab(s), oral, q8hrs, 30 tab(s), 0 refill(s); ibuprofen 800 mg oral tablet: 800 mg, 1 tab(s), oral, q8hrs, 30 tab(s). Plaintiff presented with 2nd degree burns to back after using thermacare product on lumbar region one week ago. Here for wound check. Was given silvadene cream to use but had not used it because she said the blisters had not broken open yet. Denies any fevers/chills/pain was intermittent stinging and tender, worse when something touches the area. The age of the wound was 1 weeks. Compliance with treatment none. The etiology of the wound was burn. Foreign body concern none. Fever was negative. Pain was mild. Drainage was negative. Physical examination included general appearance was mild distress. Examination of wound healing: appropriate to wound age. Focal neurologic signs: negative. Description of wound: multiple areas of oval shaped blisters that have broken open, no signs of infection, no redness, swelling, drainage. Since the condition was stable, she was sent home. Her skin colour was normal for ethnicity. Her skin was dry. Her skin temperature was warm. Her appearance was attire appropriate. Her eye contact was normal. Primary pain location was lower back. Primary pain time pattern was acute. Primary pain intensity was 7. According to the emergency room visit on (B)(6) 2018: the patient was diagnosed with pyelonephritis, acute; superficial partical thickness burn of buttock. The patient presented with abdominal pain. During lasting 5 days, the onset was gradual. The course was constant. The location of pain upon onset was the left upper quadrant and the left lower quadrant. The present location of pain is the left upper quadrant and the left lower quadrant. Radiating pain: bilateral back. The quality is moderate, aching and sharp. The exacerbating factor is negative. The mitigating factor is position. Prior abdominal problem: none. The risk factor is negative. She reported urinary frequency but no dysuria or hematuria. She had had chills and generalized bodyaches. Pt stated she was also using a heating pad on her back to try to help with the abdominal pain but it cause a burn to her low back last night. Constitutional symptoms: fever, chills, malaise, general weakness. Oral intake: decreased appetite. Bowel movements: within normal limits. Genitourinary symptoms: urinary frequency. Skin symptoms: burn. Musculoskeletal symptoms: muscle pain. The patient was diagnosed with acute gastritis, constipation, urinary tract infection, pyelonephritis. The patient with fever, abdominal and back pain, as well as, a burn to her low back from a heating pad. Labs obtained and are consistent with pyelonephritis. IV ceftriaxone given. Superficial partial thickness burn treated with silvadene. The patient was improved. The patient stated left lower quadrant pain since wednesday. Patient stated chills as well with nausea. No vomiting or diarrhea. Patient stated urinary frequency. Patient had blisters to lower back after apply otc heating pads. Blisters intact with redness noted. Gauze dressing applied. The patient was prescribed ibuprofen, amoxicillin-clavulanate (augmentin 500 mg - 125 mg oral tablet), silver suladiazine topical (silvadene 1% topical cream), acetaminophen (tylenol), ceftriaxone IV. Vital signs on 14may2018 included blood pressure 70mmhg (triage) and 69mmhg (latest), temperature oral 38.6 degc, peripheral pulse rate 122 bpm, respiratory rate 19 br/min, systolic blood pressure 115 mmhg, diastolic blood pressure 70 mmhg, oxygen therapy: room air, spo2: 98%, clinical weight: 91kg, weight estimated: 91 kg. Physical examination: general appearance: no acute distress. Skin: warm. Dry. No pallor. Eye: pupils equal, round, and reactive to light. Normal conjuctiva. Ears, nose, mouth and throat: oral mucosa moist. Neck: supple. Heart: regular rate and rhythm, normal s1&s2, no extra heart sounds. Respiratory: lungs clear to auscultation bilaterally. Respirations nonlabored. Abdominal: soft. Non distended. Luq tenderness. No rebound or guarding. Back: normal alignment. Splotchy areas of erythema with intact blisters to low back. Extremity: normal range of motion. Neurological: alert and oriented times 3. No focal neuro deficits. Lab data included lipase: 19 unit/l, lactic acid 1.3 mmol/l, ua color: yellow, ua appear: s1cloudy, ua glucose:negative, ua bili: negative, ua ketones: negative, ua spec grav: 1.01, ua blood: large, ua ph: 7.0, ua protein: 2+, ua wbc: 51-100/hpf, ua rbc: 26-50/hpf, ua bacteria: few/hpf, ua squam epithelial: 0-4 /hpf, wbc: 9.3x103/mcl, rbc: 4.4 x106/mcl, hgb 12.6 gm/dl, hct 37.2%, mch 29 pg, mchc 34.0 gm/dl, mcv 84 fl, rdw 15.2%, platelet 49x103/mcl low, mpv 8.6 fl, neut% 77.1% hi, lymph% 12.0 low, mono% 10.6% hi, eos% 0.1%, baso% 0.2%, neut abs 7.2 x103/mcl, lymph abs 1.1 x103/mcl low, mono abs 1.0x103/ mcl, eos abs 0.0x103/ mcl, eos abs, baso abs 0.0x103/ mcl, glucose 134 mg/dl hi, bun 8mg/dl, creatinine 0.84 mg/dl, bun/creat ratio 10 ratio, gfr >60 ml/min/1.73 m2, gfr (af am): >60 ml/min/1.73 m2, calcium 9.3 mg/dl, sodium 135 mmol/l, potassium 3.4 mmol/l low, chloride 100 mmol/l, co2 25 mmol/l, agap 10 mmol/l, alk phos 59.0 unit/l, bili total 0.60 mg/dl, albumin lv1 3.6gm/dl, total protein 6.9 gm/dl, globulin 3.3 gm/dl, a/g ratio 1.1 ratio, alt 18 unit/l, ast 16 unit/l. The action taken for thermacare heatwrap was permanently discontinued on an unspecified date. At the time of reporting, the event outcome was unknown. As of 20feb2019, according to the product quality complaint group: the root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh jan- 2016 - jan- 2019 trending graph. Adverse events for burns show peaks in november 2018 thru january 2019. Thermacare burn rate surveillance was included in management review on 23-jan-2019. (B)(4). As of 08apr2019, according to the product quality complaint group: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 1/01/2016 through 1/31/2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. (B)(4). There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for lbh products. There is no further action required. Based on this pcom search for the subclass of adverse event safety request for investigation for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event safety request for investigation for lbh products, refer to attachment january trending graph for adverse event safety request for investigation. Follow-up (19feb2019): new information received from a contactable lawyer by way of claim letter and medical records included: suspect product data (start date, action taken), events onset date, new event (applied the product directly to his skin/did not check her skin frequently while using thermacare heatwrap till it started burning), lab data and treatment received. Follow-up (20feb2019): new information received from product quality complaint group includes investigation results. Follow-up (03apr2019 and 08apr2019): new information received from a contactable lawyer by way of claim letter and medical records included: medical history, lab data and treatment received. New information received from product quality complaint group includes investigation results.

Event description:
Event verbatim [preferred term] second-degree burns [burns second degree] , wounds [wound] , still has scars on her low back [scar] , applied the product directly to her skin/did not check her skin frequently while using thermacare heatwrap till it started burning [device use error] , . Case narrative:this is a spontaneous report from a contactable lawyer by way of claim letter and medical records. A 51-year-old female plaintiff received thermacare heatwrap (thermacare heatwrap) from (B)(6) 2018 for unknown indication. The medical history and concomitant medications were not reported. The plaintiff purchased the thermacare product on (B)(6) 2018. The plaintiff applied the heat wrap as indicated by the directions located on the product's packaging. As a result of her use of the heat wrap product, the plaintiff suffered second-degree burns on her low back where the heat wrap product was applied on (B)(6) 2018. The plaintiff used thermacare heatwrap 5 hours in one day. She used thermacare heatwrap 1 day. She did not leave the product on while she was asleep. She applied the product directly to his skin. Skin was not damaged or broken prior to usage of thermacare heatwrap. The area was not bruised or swelled 48 hours prior to usage of thermacare heatwrap. She did not check her skin frequently while using thermacare heatwrap till it started burning. Once she felt burning, she took it off. Thermacare heatwrap was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, blisters developed. She did not continue using the product. She was not under the care of a medical doctor right now. She was diagnosed as 2nd degree burns. Treatment received included cream which was applied on burned area. She expected 2 months to continue treatment. She did not consult his primary physician prior to usage of thermacare. She sought emergency medical treatment on two separate occasions due to the pain and injuries from the burns. Her low back received severe burns, and she stated that immediately after using the product she experienced pain on (B)(6) 2018. The plaintiff visited emergency department for wound check and would pain on back on (B)(6) 2018. The medical records from (hospital name) clearly showed that the plaintiff had wounds, second-degree burns, and still has scars on her low back. She south sought emergency medical treatment after her pain continued over the following days after the use of the heat wrap. Emergency documentation was provided. Vital signs included on (B)(6) 2018 0:12, temperature oral was 36.3 degc, peripheral pulse rate was 90 bpm, respiratory rate was 17 br/min, systolic blood pressure was 120 mmhg, diastolic blood pressure was 71 mmhg, spo2: 99%. Oxygen therapy included room air. The plaintiff was prescribed augmentin 500 mg-125 mg oral tablet: 1 tab(s), oral, q8hrs, for 10 day(s), 30 tab(s), 0 refill(s); silvadene 1% topical cream: 1 application, topical, bid, 85 gram(s), 0 refill(s); ibuprofen 600 mg oral tablet: 600 mg, 1 tab(s), oral, q8hrs, 30 tab(s), 0 refill(s); ibuprofen 800 mg oral tablet: 800 mg, 1 tab(s), oral, q8hrs, 30 tab(s). Plaintiff presented with 2nd degree burns to back after using thermacare product on lumbar region one week ago. Here for wound check. Was given silvadene cream to use but had not used it because she said the blisters had not broken open yet. Denies any fevers/chills/pain was intermittent stinging and tender, worse when something touches the area. The age of the wound was 1 weeks. Compliance with treatment none. The etiology of the wound was burn. Foreign body concern none. Fever was negative. Pain was mild. Drainage was negative. Physical examination included general appearance was mild distress. Examination of wound healing: appropriate to wound age. Focal neurologic signs: negative. Description of wound: multiple areas of oval shaped blisters that have broken open, no signs of infection, no redness, swelling, drainage. Since the condition was stable, she was sent home. Her skin colour was normal for ethnicity. Her skin was dry. Her skin temperature was warm. Her appearance was attire appropriate. Her eye contact was normal. Primary pain location was lower back. Primary pain time pattern was acute. Primary pain intensity was 7. The action taken for thermacare heatwrap was permanently discontinued. At the time of reporting, the event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (19feb2019): new information received from a contactable lawyer by way of claim letter and medical records included: suspect product data (start date, action taken), events onset date, new event (applied the product directly to his skin/did not check her skin frequently while using thermacare heatwrap till it started burning), lab data and treatment received.

Event description:
Event verbatim [preferred term] second-degree burns, wounds, still has scars on her low back. Case narrative: this is a spontaneous report from a contactable lawyer by way of claim letter and medical records. A (B)(6)-year-old female plaintiff received thermacare heatwrap (thermacare heatwrap) from (B)(6) 2018 for an unspecified indication. The medical history and concomitant medications were not reported. The plaintiff purchased the thermacare product on (B)(6) 2018. The plaintiff applied the heat wrap as indicated by the directions located on the product's packaging. As a result of her use of the heat wrap product, the plaintiff suffered second-degree burns on her low back where the heat wrap product was applied on (B)(6) 2018. She sought emergency medical treatment on two separate occasions due to the pain and injuries from the burns. Her low back received severe burns, and she stated that immediately after using the product she experienced pain on (B)(6) 2018. The patient visited emergency department for wound check and would pain on back on (B)(6) 2018. The medical records from (hospital name) clearly showed that the plaintiff had wounds, second-degree burns, and still has scars on her low back. She south sought emergency medical treatment after her pain continued over the following days after the use of the heat wrap. The plaintiff was prescribed sulfadiazine silver (silvadene 1% topical cream), 1 application, topical, 2 times a day; amoxicillin-clavulanate (augmentin 500 mg-125 mg oral tablet), 1 tab(s), oral, every 8 hours for 10 days; and ibuprofen (ibuprofen 600 mg oral tablet), 600 mg, oral, every 8 hours. The plaintiff was directed to apply thin layer of silvadene cream to burn areas, keep covered while at work to protect from injury or contamination when home leave clean dry open to air as much as possible. Avoid clothing that rubs on this area. Ok to take tylenol or motrin as needed for discomfort. The action taken for thermacare heatwrap was unknown. At the time of reporting, the event outcome was unknown. Additional information has been requested and will be provided as it becomes available.